Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This case, (B)(4), is a report from (B)(6), referring to an approximately (B)(6) male subject. An investigator reported this case from the biomarin sponsored (B)(6) study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subject's past medical history included: otitis media. The subject's concurrent conditions included: esophagitis, language disorder, bicuspid aortic valve, psychomotor skills impaired, visual impairment, epilepsy, ataxia, astigmatism, hypermetropia, constipation, gastrooesophageal reflux disease, "conception by intercytoplasmatic sperm injection" and neuronal ceroid lipofuscinosis. No allergies were reported. Concomitant medications included: valproate sodium, macrogol, omeprazole, aciclovir and " depilatory crème". Premedications for the subject's bmn 190 infusions included: dexamethasone, cetirizine hydrochloride and ibuprofen. On an unspecified date, the subject underwent implantation with a intracerebroventricular device (icv) set (codman rickham (model # 82-1623), ventriculostomy set (reservoir and catheter). The lot number was not reported. On (B)(6) 2015, the subject initiated treatment with bmn 190 (300 mg, qow, intracisternal.) The lot number for bmn 190 was l241044. The most recent dose was administered on (B)(6) 2017. On 20-dec-2017, the subject was discharged in good condition after 24 hours as an inpatient. On (B)(6) 2017 during the evening, the subject was tired, developed a temperature up to 38°c and had nausea. On an unspecified date, the microbiology laboratory reported that there was colonies of staphylococcus in the csf obtained from the (B)(6) 2017 test. It was unclear if it was from an infection or contamination. It was a suspected bacterial infection of the rickham reservoir (device related infection). The severity was reported as grade 3. Due to the lab report findings the subject was re-punctured to obtain new material for microbiological analysis and a routine csf lab. The lab results indicated 395/3 cells, interleukin - 6 greater than 5000 , blood lactic acid 2.4 and normal results for the rest of unspecified tests. The subject started antibiotic treatment with fosfomycin and flucloxacillin. The investigator reported on (B)(6) 2017, that the infection was with staphylococcus epidermis. A discussion among hospital staff involved double checking each step of the infusion as previously there had not been a single infection during the last 3.7 years with close to 1800 infusions performed. No action was taken with bmn 190 due to the event. Additional information received on 27-dec-2017: the icv device was punctured twice. No infusion was administered since all results from testing for potential root causes was running internally. Two out of four infections have been traced back to the rickham device implantation on (B)(6) 2017. Preparation procedure of ip was changed - syringe and in addition lines and filter are put together under sterile condition (lamina flow) and put in a sealed sterile bag. Label was put outside on the bag. New skin disinfection solution will be used from now on. The air conditioning in the infusion room has been cleaned and airborne germ content measured. Csf samples will be cultured for seven days total for every sample/subject from now on instead of two days in order to catch slowly growing bacteria such as propioni bacteria. No temperature excursions on storage for bmn 190 and diluent lot number l241057 since last onsite check done on (B)(6) 2017. The pharmacy checked their microbiologic monitoring results for all subjects of the last frown infusions without any abnormalities. Infusions will resume tomorrow. Additional information has been requested, and, if received, the report will be updated.

Manufacturer narrative:
Additional event information was provided and has been added to this report. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Additional information received from the initial reporter: the subject¿s concurrent conditions included oral herpes. On (B)(6) 2017, the investigator reported that the infection was staphlyococcus epidermis. On (B)(6) 2018, the subject received his first bmn 190 infusion since the icv was reimplanted. The outcome of the event was updated from recovering/resolving to recovered/resolved on (B)(6) 2018. It was noted that the subject¿s device membrane was heavily damaged after long use. Upon examination of the device, the neurosurgeon and microbiologist recommended to prophylactically change the icv devices that were implanted for all subjects who have received over 100 puntures. The longest period was approximately four years.

Manufacturer narrative:
Updated UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional event description information has been provided and included in this report. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Additional information received from initial reporter: additional information received on 11-jan-2018: the previously reported event of suspected bacterial infection of the rickham reservoir (device related infection) was updated by the investigator to bacterial infection of rickham reservoir (device related infection). The investigator reported the icv device was removed on (B)(6) 2017. The subject had received antibiotic treatment from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2018, a slumbure puncture to obtain csf culture was performed to check if infection was completely treated (results pending). The subject was scheduled to have a new rickham device implanted and then proceed with a new infusion of bmn 190. An MRI was scheduled following the infusion of bmn 190. The investigator assessed the event of device related infection as not related to treatment with bmn 190. The investigator assessed the event of device related infection as related to the icv device. Other possible etiological factors included infection with staphylococcus epidermis due to the puncturing of the reservoir. No further information was available. Additional information received on 19-jan-2018: the surgery and MRI went well. The subject was discharged from (B)(6) 2018. On (B)(6) 2018, the subject was readmitted for icv replantation surgery and another MRI on (B)(6) 2018. No further information was available.